Manufacturer narrative:
The handpiece was received for evaluation. The handpiece was manufactured on june 24, 2014. Based on assessment, the product met specifications at the time of release. A visual assessment of the returned sample showed no visible nonconformities. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the event occurred during a cataract procedure. There was a minimal delay during the procedure.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece was not emulsifying. The handpiece was thought to have been damaged during sterilization. It was noted that the wire was possibly over tightened as it was wrapped around the handpiece. The handpiece was producing water but the wand at the top was not spinning. The procedure was completed without harm to the patient. Additional information has been requested.